Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was able to solve this issue via telephone. Therefore no evaluation was performed. The medtronic representative had the site open the front cover of the mobile view station (mvs) and shut down the mvs uninterruptible power supply (ups). The system was restarted and booted normally. No parts were replaced, and no parts returned. Issue resolved.

Event description:
A site representative reported that, while in a spinal fusion procedure the mobile view station (mvs) screen was black and the power button was not reacting after being pressed. The imaging system started normally; the power switch light displayed as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient outcome as a result. The procedure was continued without navigation and imaging systems.